Manufacturer narrative:
Additional products returned; evaluation indicates no defects or malfunctions other than two long filaments on the diamond clean brush head that would not have caused the reported issue: part number: date code: description: hx9100, 160723 2 diamond, clean base charger. Hx9210, 160712 2 diamond, clean travel charger. Hx605xx, 161214 3 sensitive, brush head #1. Hx605xx, 161214 3 sensitive, brush head #2. Hx606x, 160609 12t, diamondclean brush head. Hx904x, 160220 32m 05,2 adaptive clean brush head. Hx900x 160906 22m 250 intercare brush head the root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Consumer experienced two broken teeth.

Event description:
Consumer called stating that they broke off two teeth while using their sonicare power toothbrush. No medical attention was sought.